Event description:
Customer reported via sales rep that during an initial variax elbow case in (B)(6) 2010, the pt started experiencing pain post-operatively leading to an unanticipated revision variax elbow on the (B)(6) 2011. Customer added that upon exploration it was found that the radial ulna nerve was stuck to the plate like cement.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.